Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's "latches" were missing. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received without the pressure chambers. Per visual inspection, the air detector door assembly and locking latch were missing. The return tube was cracked. The device had an old design clear float switch. The air detector gasket had been over glued and tore apart during removal. The solenoid in the air detector was sticky and not pushing the plunger down firmly. Visual inspection confirmed the complaint as the latch was missing from the air detector. The root cause was user interface due to incorrect assembly by the user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the front cover/gasket, mount block assembly, door assembly and solenoid on the air detector. Replaced the float switch, return tube, o-rings and fanguard on the trauma tower for preventative maintenance. The device passed all functional and delivery tests.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.